Event description:
Boston scientific received information that surgical intervention was recently performed to remedy the noise and oversensing issues on the pacing system. The cause of the noise on the right ventricular lead was never determined, however the setscrew of the device and connection at the time of the procedure was determined to be adequate. The lead was explanted and the device was replaced as it was near elective replacement indicator (eri). In addition to the rv issues, noise was also noted on the right atrial lead and was replaced during the procedure as well. No adverse patient effects other than the procedure were reported.

Event description:
Boston scientific received information that noise was recorded on this right ventricular lead resulting in oversensing and greater than two seconds of pacing inhibition and asystole. Troubleshooting options were discussed, however no remedial action has been taken at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.